Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported  that their recharger will connect to ins and then immediately disconnect. Caller said it takes "hours to charge". Caller stated they have gotten error code 1707 multiple times. The caller said they have had issues recharging for "about 6 months" but that it has gotten "worse and worse since the beginning of the year". Caller said the other day they were able to get connected and charge to 70% but then the connection stopped. Caller stated they can't feel the ins. Caller said they have a lot of "loose skin" in that area. Caller mentioned they have tried "hydrating" the area, have tried putting recharger directly on skin and "got a good shock" (caller confirmed they use fabric now and do not experience shocking), repositioning the recharger, moving in different positions, and using the belt. Had the caller reposition the recharger, and perform hard reset of the recharger and the caller stated they got error code 3167, had caller try placing the recharger over implant before turning recharger on, and changing positions. Caller said it is "always a pain in the butt". The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.